Event description:
A customer reported unexpected negative reactions on capture-r ready ID (crrid) when testing a patient sample known to have anti-jka, anti-e and anti-k on the echo.

Manufacturer narrative:
Review of images: batch (B)(4) capture-r ready screen (B)(4) 29nov2011 13:15. Cell 1 is positive for k and jka. Cell 2 is e positive. The echo generated positive results( 3+) for all cells. Visually the cells appeared positive. Pos ctrl: 4+. Batch (B)(4) crrid (B)(4) 29nov2011 12:30. The following cells are e positive: 1,3 & 6 the following cells are k positive: 2,5,6,8 & 14. The following cells are jka positive: 1,4,5,7,8,9,11,13 & 14. The echo generated negative results for all cells. Visually the cells appeared negative. Patient sample discarded. Batch (B)(4) extend I (B)(4) 29nov2011 14:02. The following cells are e positive: 8,9,10,11,12,13 & 14 the following cells are k positive: 2,6 & 7 the following cells are jka positive: 3,5,6,7,8,11,13 & 14. The sample is reacting with all cells on exend I cell 1: negative visually appears positive. Cell 2: equivocal visually appears positive. Cell 3: 1+ visually appears positive. Cell 4: 1+ visually appears positive. Cell 5: equivocal visually appears positive. Cell 6: 1+ visually appears positive. Cell 7: 1+ visually appears positive. Cell 8: 2+ visually appears positive. Cell 9: equivocal visually appears positive. Cell 10: equivocal visually appears positive. Cell 11: 3+ visually appears positive. Cell 12: 3+ visually appears positive. Cell 13: 2+ visually appears positive. Cell 14: 3+ visually appears positive. Pos ctrl: 4+ neg ctrl: 0 . Cannot rule out sample as the cause of the unexpected results with crrid lot (B)(4).